Event description:
The customer reported that the scope has image noise. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: image was magenta and green. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found that the charged coupled device (ccd) was defective and causing the colored image and image noise. It was also found that the adhesive on the bending section cover was chipped, the angle wire was stretched out, and the insertion pie was loose. Scratches were also found on multiple components. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The root cause of the defective ccd cannot conclusively be determined. However, the colored image defect is a known problem and based on previous investigations, the following are potential causes: due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including integrated circuit chip and capacitor, mounted on the electric circuit board had a defect in general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. The operation manual describes how to inspect the event in ¿chapter 3 preparation and inspection3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor the field performance of this device.